Manufacturer narrative:
(B)(4). Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was hospitalized for high blood glucose on (B)(6) 2020 for a period of 2 months. The customer was found unconscious on the floor disconnected from the pump, but it was unknown how long they had been disconnected. The customer was put on dialysis and insulin was administered while the customer was hospitalized, but the manner of administration was unknown. The caller stated the insulin pump had already been returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 500 mg/dl. The insulin pump will not be returned for analysis.